Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003. Data was sent for engineering analysis. Analysis showed that the fault code is valid and the battery voltage recently began dropping in an irregular fashion. This device was explanted and will not be returned for analysis since device was infected. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The manufacturing deficiency investigation conclusion code was selected based on analysis evidence of a burn mark within the battery cell, which was likely caused during manufacturing.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a fault code 1003. Data was sent for engineering analysis. Analysis showed that the fault code is valid and the battery voltage recently began dropping in an irregular fashion. This device was explanted and will not be returned for analysis since device was infected. No additional adverse patient effects were reported.